Event description:
It was reported that the patient underwent posterior spinal surgery consisting of a l3 laminectomy, bilateral medial facetectomy, foraminotomy with instrumentation at l3-4 and an ebi bone stimulator as well as bmp. It was reported that the patient presented with low back pain and right lower extremity pain sometime post-op. It was reported that 7 months post-op the patient underwent a surgery to remove the bone simulator.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.